Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The complaint of noise was not confirmed. Electrical testing indicated normal device characteristics. Lead was found crushed at 35cm to 35.6cm from distal tip. Upon removing insulation, one rv cable was found abraded in this area.

Event description:
It was reported that the lead was explanted due to suspected noise. Upon extraction, the physician cut off the silicone tubing proximal to the bifurcation.